Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 2.50x32mm promus element drug-eluting stent was advanced but failed to cross the lesion and the stent struts were deformed. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: promus element mr ous 2.50 x 32mm stent delivery system was returned for analysis. The device was returned loaded on a pigtail mandrel with a stent protector partially covering the stent. It was not possible to remove the mandrel and so the device was soaked for 24 hours in a water bath to soften any solidified media which may have prevented removal of the mandrel. When the device was removed from the waterbath the mandrel and stent protector were removed without issue. A visual examination of the stent identified proximal stent damage. Proximal struts 1-4 were damaged and stretched in a proximal direction. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed no issues. An examination of the shaft polymer extrusion identified no issues. There were no signs of damage or strain to the bi-component bond. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 2.50x32mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion and the stent struts were deformed. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.